Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples and video submitted for evaluation. Bd received 54 unused instye autoguard 20ga devices in sealed packages from material number 381834, lot number 0119476. In addition, a video was submitted which displayed two hands demonstrating how difficult it was to pull the two packages apart. Through the visual/microscopic evaluation of the returned units, it was observed that the perforated slit between the 20 paired packages was present on the top web (label) but did not go through to the bottom web (film). There was an area of approximately four inches where there was no perforated slit present, between seven paired packages. The paired packages were attempted to be pulled apart however, they would not easily separate from each other. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to low blade pressure occurring at some point. The low pressure is likely the result of a guard door being open, from either a machine jam or a packaged trim jam in the chain. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that insyte autoguard pnk 20ga x 1.16in had poor perforation. This occurred on 54 occasions. The following information was provided by the initial reporter: can¿t peel off well.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte autoguard pnk 20ga x 1.16in had poor perforation. This occurred on 54 occasions. The following information was provided by the initial reporter: can¿t peel off well.